Manufacturer narrative:
Two spectra cylinders were returned and analyzed. Both performed within specifications.

Event description:
It was reported the patient had his spectra removed and replaced with an ambicor due to patient dissatisfaction: patient was "unhappy with lack of rigidity [and] girth". It was indicated that the physician feels the patient has "unrealistic expectations". No patient complications were reported in relation to this event.